Event description:
Name of person injured: (B)(6). Type of injury: fainted/hit nose. Duration of tanning exposure: 12 minutes power tower. Treatment: gave her water and cold towel. Blood drawn and x-ray. Client fainted in the tanning room, when she regained conscious she immediately left the salon without speaking to employee working and sat in her car until her friend showed up. Her friend then came in and told me what happened and I got her water and a towel. Her friend drove her to emergency room.